Event description:
It was reported that this right ventricular (rv) lead was explanted due to a high pacing thresholds. As it had not been implanted for very long the physician elected to replace it. It was successfully replaced with a new lead. No additional adverse patient effects were reported. This device has returned and been analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, electrode tip found no anomalies. Visual inspection noted a cut on the outer insulation, attributable to explant damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.